Event description:
Additional information received reported that the patient had no stimulation sensation while the device was turned on. The patient had not been using the device for approximately half a year and it was reported that electrode impedances were all high (>40,000). Later that day more impedance checks were performed along with x-rays. It was reported that the patient did not have full stimulation coverage after a fall and the cause of high impedances was unknown. The patient had his extension and battery replaced. There were no impedances in surgery and following surgery, the patient reported full stimulation coverage.

Event description:
It was reported that the patient had experienced a loss of therapeutic effect. The caller reported that the device was "not working." The patient's doctor was planning a revision surgery to address the problem. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3587a lot#: n0043786 implanted: (B)(6) 2007 explanted: na; extension model: 37083-40 serial#: (B)(4) implanted: (B)(6) 2009 explanted: na; lead plug model: 3550-29 lot#: n130676 implanted: (B)(6) 2009 explanted: (B)(6) 2012 programmer model: 37743 serial#: (B)(4).

Manufacturer narrative:
(B)(4).